Manufacturer narrative:
The device was returned to smiths/ICU medical. The device is checked with in house cassette and unable to repeat the customer issue of cassette loose." The customer did not returned the cassette for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Oracle ro 1230611: it was reported that the cassette was loose. No patient injury was reported.